Manufacturer narrative:
Correction to h3(device evaluated by mfg) and h3(device code). The reported event could not be confirmed as inspection of the returned device did not confirm the alleged failure. Functional and visual inspection revealed: the tests performed did not reproduce the reported issue, the pin puller engages correctly with the pin under normal operating conditions. Additionally, all components, including the spring mechanism, appear to be functioning properly, and no visible damage or abnormal wear was observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that "the stryker sales rep reported that the pin puller did not engage pins. There was a 20 second delay in the case. The case was completed using a pin holder from another set."

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that "the stryker sales rep reported that the pin puller did not engage pins. There was a 20 second delay in the case. The case was completed using a pin holder from another set."